Manufacturer narrative:
Product analysis: the distal tip was flared. There were crimp impressions visible along the working length of the balloon. (B)(4).

Event description:
The device was removed from the packaging per the instructions for use, inspected and prepped prior to use with no issues noted. The lesion was not pre-dilated. Physician was attempting to use one endeavor resolute drug-eluting stent in a lesion in the ostium of the lcx with 80% stenosis and excessive vessel tortuosity but the stent dislodged during removal after a failed delivery. The dislodged stent was removed from the patient but it was dropped. There was resistance encountered when advancing the device and excessive force was used. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. There was no injury to the patient. Cine/procedural images are not available for return. Please note that this device (endeavor resolute) is not marketed in the united states; however it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions